Event description:
Customer reported: when using the hypodermic needle (ref: 111815) to collect medications presented in a bottle with a plastic tip rubber, a piece of rubber found in the syringe from coring issue. This issue seems to occur independently of the batch number (understand often).

Manufacturer narrative:
No samples/pictures were received from the customer for evaluation. The batch number of impacted sol-m hypodermic needle 18g*1 1/2", ref 111815 is unknown and for this reason it was not possible to come back to the manufacturing partner for the archived samples analysis. It is unknown the handling of the product by the end-user, the angle used during insertion procedure etc. It is not possible to define with certainty which of the two components, the needle and the injection stopper, is the cause of the fragmentation issue. This report was initially submitted on 05/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.